Event description:
It was reported via repair work order that the bed had reduced brake force due to scorpion/ gill brake kit was not installed on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.